Manufacturer narrative:
Evaluation, method: (film evaluation).

Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of a 5 cm in diameter abdominal aortic aneurysm approximately five months ago. Vessel morphology was reported as the proximal aortic neck is 25-27 mm in diameter and 30 m long. The distal aorta is 31 mm in diameter. The right common iliac is 13-20 mm in diameter, and the left common iliac is 9-13 mm in diameter. There was some vessel tortuosity and vessel calcification. It was reported that two months post stent graft implant the pt presented with leg and stent graft thrombosis. A thrombectomy was done successfully, and stents were placed with the stent graft. No additional clinical sequelae were reported, and the pt is fine. MFR report #2953200-2011-01803).

Event description:
A review of returned films post secondary stent implant showed there was thrombus present in near the flow divider and within both the contra and bifur limbs. No obvious stent graft kinking or concerning angulation was observed. The cause of the occlusion could not be determined. Pre-implant films also show thrombus within the aorta. Post-implant films just after implant and just prior to the secondary procedure were not provided.

Manufacturer narrative:
(B)(4). Eval, results: (graft occlusion). Results/conclusion: (calcified and tortuous arteries)